Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? No information. If so, did the noise prevent insufflation? Please describe the noise. N/a. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? The inner pressure was 10 mmhg and the flow rate was 35 mmhg/sec.. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? If so, what device? Harmonic instrument, a forceps, a suction nozzle and a rigid scope. Was any torque being applied to the trocar or device? No additional information. All returning devices were unused. Only one device was used in this surgery and the device was discarded. The analysis results found that the device (a) was returned inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9le6n expiration date: 10/2015 manufacturing date: 11/2010 (B)(4). The analysis results found that the devices (c and d) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c and d additional information: batch # g9le6n expiration date: 10/2015 manufacturing date: 11/2010 (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, abdominal air leaked from the device and the device was not able to maintain insufflation of the abdominal cavity. The inner pressure was 10 mmhg and the flow rate was 35mmhg/sec. Another device was used to complete the case. There were no adverse consequences to the patient.